Event description:
Additional information reported that the patient was sent a replacement device. It was noted that by mistake the ens was discarded.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 305901, lot# 50964621, product type: screening device.

Event description:
The health care provider reported defective external neurostimulator and lead. The issues reported are not patient related. There were no external factors contributing to the defective device(s).it was noted that the external neurostimulator would not recognize aaaa batteries. New aaaa batteries were changed 4 xs, each time resulting with a remote warning: external stimulation batteries extremely low. It was reported that there was a kink in the lead that prevented the lead from passing through the foreman needle; several attempts were made to pass the lead through the needle from several different directions with no success. The issue was resolved at the time of this call. The device was never implanted.